Event description:
It was reported that the neonatal intensive care unit (nicu) nurse was getting low flow alert02) in an arctic sun device. Patient has been on therapy for 36 hours. They had already changed the pad, so this one was brand new. Guided to diagnostic screen showed that the system hours were 2103, pump hours were 142, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 36 percentage, flow rate (fr) was 0.3lpm. Disconnected and reconnected pad using proper technique. Ensured tubing straight and unobstructed. They reconfigured the pads, so they were going straight down the bed instead of through the isolate window. No change in values. Dc, rotated clamp, rc. No change in values. Inspected fluid delivery line (fdl) for damage and none noted. Flow rate (fr) would not increase above 0.6lpm. Explained how flow rate (fr) impacts heater capacity. Right now, the baby was at target. The whole therapy flow rate (fr) has not been above 0.8lpm according to the chart. They grabbed another pad and if the patient temperature (pt) dropped below targeted temperature (tt), they would connect it and leave it off to the side.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section." However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse was getting low flow alert 02 in an arctic sun device. Patient has been on therapy for 36 hours. They had already changed the pad, so this one was brand new. Guided to diagnostic screen showed that the system hours were 2103, pump hours were 142, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 36 percentage, flow rate (fr) was 0.3lpm. Disconnected and reconnected pad using proper technique. Ensured tubing straight and unobstructed. They reconfigured the pads, so they were going straight down the bed instead of through the isolate window. No change in values. Dc, rotated clamp, rc. No change in values. Inspected fluid delivery line (fdl) for damage and none noted. Flow rate (fr) would not increase above 0.6lpm. Explained how flow rate (fr) impacts heater capacity. Right now, the baby was at target. The whole therapy flow rate (fr) has not been above 0.8lpm according to the chart. They grabbed another pad and if the patient temperature (pt) dropped below targeted temperature (tt), they would connect it and leave it off to the side.